Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a failed electrical continuity test. Failure analysis found the primary failure of the failed electrical continuity test to be related to the customer reported complaint. There was no obvious damage to the conductor wires. The root cause is not determinable/applicable. The instrument was transferred to the advanced failure analysis (afa) team for further review.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer called in to report that bipolar energy was unable to activate or fire. The customer received phone assistance from the technical support engineer (tse). Upon verification, customer stated that monopolar energy was working fine. System functionality was reportedly checked prior to use, and no issues/errors were noted. Tse confirmed with the customer that they had only one bipolar instrument installed at the time of the event. The customer had replaced the energy cable, bipolar instrument, and personality module energy device (pmed) cable prior to contacting tse for troubleshooting. The customer also moved the cable to another pmed port and verified that the foot switch was working fine. Tse instructed customer to replace the generator and perform a hard power cycle on the system; but the issue persisted. The surgeon elected to continue the surgical task under this condition. Isi performed follow-up with the customer and obtained the following additional information regarding the reported event: the instruments were inspected prior to use, and no issue was noted. The customer suspected a system related issue since bipolar energy could not be activated with both bipolar instruments. At an unspecified time, the surgeon elected to convert the procedure to traditional laparoscopic surgery. It was confirmed that there was no patient harm, injury or adverse outcome due to the procedure conversion.

Manufacturer narrative:
Based on the claim against the product by the customer noting an issue with bipolar energy activation, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the reported event was confirmed. The fse tested the bipolar instruments and bipolar cables that were used in the case and observed that one maryland bipolar forceps instrument was unable to produce bipolar energy. As part of service, the fse tested the system and confirmed it's energy activation and functionality with a test energy instrument and test bipolar cable and confirmed no issue. The system operated as expected and was verified as ready for use. The complaint regarding bipolar energy activation was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A review of the procedure log confirmed the surgical procedure was performed on the reported event date of (B)(6) 2023. The logs indicate that the system was used for subsequent procedures after (B)(6) 2023. A site history review was performed and no additional complaints related to this product and/or this event was reported. Fse analyzed the system logs and no critical system error was identified to suggest a system malfunction. Additionally, a review of the instrument logs showed the maryland bipolar forceps instrument (part# 470172-16 / lot# n10210510-0075) was last used on (B)(6) 2023 during this reported procedure with system sk4734. The maryland bipolar forceps instrument had 8 uses remaining. The probable cause is attributed to a suspect energy instrument. The fse confirmed no system issue and verified that the system was functionally operational. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, bipolar energy activation was experienced. The surgeon elected to convert to laparoscopic surgery due to issue experienced. Additionally, a delay of 31 minutes or more within a procedure in which the total operative is unknown was noted. Although no patient harm was reported, if the alleged malfunction were to recur it could cause or contribute to an adverse event.

Manufacturer narrative:
The maryland bipolar forceps instrument has been evaluated by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The initial findings were confirmed. The electrical continuity test was retested and failed. The instrument was disassembled, and the wire was cut just behind the wrist of the instrument. The electrical continuity was tested again and failed between the grip and the cut wire. The wire was taken out of the proximal and distal clevises and pulled on. It was observed that the wire appeared to be broken inside the silicone potting on the bipolar yaw pulley. The silicone potting was removed, and the continuity was tested on the wire and passed, further confirming the break to be at the silicone potting.

Event description:
Refer to h10/h11 for follow-up information.